Event description:
It was reported that during implant attempt, the helix was unable to extend after 30 rotations. Extension of the helix was also attempted outside of the patient without success, and positioning/fixation difficulty was indicated. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was received with the helix fully retracted, the helix had been over-retracted. The helix was disengaged from the helix channel; blood was in the distal conductor and helix/lobe mechanism. Implant damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was received with the helix fully retracted, the helix had been over-retracted. The helix was disengaged from the helix channel; blood was in the distal conductor and helix/lobe mechanism. Implant damage was noted.